Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged battery not charging issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall adapter. Subsequently, a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was between 200-250mg/dl.